Event description:
On (B)(6) 2025, the user experienced a continuous glucose monitor (cgm) sensor failure or disconnection that led to severely elevated blood glucose (bg). The highest blood glucose (bg) recorded was 500 mg/dl. The user administered a manual insulin injection to stabilize levels and later reconnected to the ilet with a new sensor. The user, who is disabled, required non-medical assistance during the event. There were no acute symptoms experienced by the user reported. No medical intervention was required. Blood glucose (bg) was corrected with a manual insulin injection and resumption of ilet dosing.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.